Event description:
It was reported that during a spacer implant procedure, the physician confirmed that the patients spinous process had been fractured when tamping down on the implant after it was fully deployed. The device was removed from the patient and disposed of by the medical facility. Post-operatively, the patient was doing well with no complaints.